Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. A comment was made by the physician that after deploying a taxus liberte stent, he experienced difficulty when withdrawing the stent delivery balloon from the deployed stent. It was noted that the balloon was fully deflated before attempting to remove it from the patient and the stent was fully expanded and successfully deployed. The physician was able to remove the stent delivery balloon from the patient "normally" without additional intervention. It was noted that the stent stayed well positioned and apposed in the lesion after the removal of the stent delivery balloon. No patient complications were reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.